Event description:
The facility reported the pump underinfused during patient use. The hospital representative stated that there was no report of patient incident. No additional contacts were provided when requested. No patient injury or need for medical intervention was reported. Although attempts were made by baxter customer service to obtain additional information from the reporting facility, details were not available regarding the set up of the pump or type of medication being infused.